Event description:
It was observed during device evaluation that the inside of the light guide lens of the duodenovideoscope was discolored. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it has been confirmed the discoloration (foreign material) of inside the light guide-lens, however we could the discoloration (foreign material) was not identified. There was no health damage to patients. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.